Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia/ (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia/ (bleeding b/w periods),"), nausea ("nausea"), vision blurred ("vision problems"), vaginal haemorrhage ("vaginal bleeding"), tremor ("neurological conditions or problems type: numbness -right side hand tremors"), abdominal pain lower ("lower abdominal pain") and hypoaesthesia ("numbness of hand"). The patient was treated with surgery (ablation). Essure treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, pelvic pain, abdominal pain, back pain, dysmenorrhoea, metrorrhagia, nausea, vision blurred, vaginal haemorrhage and tremor outcome was unknown and the hypoaesthesia had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, hypoaesthesia, menorrhagia, metrorrhagia, nausea, pelvic pain, tremor, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), nausea, vision probs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2014: total bilateral occlusion. Imaging procedure on (B)(6) 2014: results of confirm. Test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: plaintiff fact sheet received. Case became incident ablation added as surgery. Events vaginal bleeding, tremors, numbness, abdominal pain lower were added. Event visual disorder was updated to blurred vision. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia/ (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), intermenstrual bleeding ("metrorrhagia/ (bleeding b/w periods),"), nausea ("nausea"), vision blurred ("vision problems"), vaginal haemorrhage ("vaginal bleeding"), tremor ("neurological conditions or problems type: numbness -right side hand tremors"), abdominal pain lower ("lower abdominal pain") and hypoaesthesia ("numbness of hand"). The patient was treated with surgery (ablation). Essure treatment was ongoing at the time of the report. At the time of the report, the heavy menstrual bleeding, pelvic pain, abdominal pain, back pain, dysmenorrhoea, intermenstrual bleeding, nausea, vision blurred, vaginal haemorrhage and tremor outcome was unknown and the hypoaesthesia had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, heavy menstrual bleeding, hypoaesthesia, intermenstrual bleeding, nausea, pelvic pain, tremor, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), nausea, vision probs. Essure insertion date provided in pif : (B)(6) 2014 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Imaging procedure - on (B)(6) 2014: results of confirm. Test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2021: mr received. Patient¿s middle name and aka name was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia/ (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), intermenstrual bleeding ("metrorrhagia/ (bleeding b/w periods),"), nausea ("nausea"), vision blurred ("vision problems"), vaginal haemorrhage ("vaginal bleeding"), tremor ("neurological conditions or problems type: numbness right side hand tremors"), abdominal pain lower ("lower abdominal pain") and hypoaesthesia ("numbness of hand"). The patient was treated with surgery (ablation). Essure treatment was ongoing at the time of the report. At the time of the report, the heavy menstrual bleeding, pelvic pain, abdominal pain, back pain, dysmenorrhoea, intermenstrual bleeding, nausea, vision blurred, vaginal haemorrhage and tremor outcome was unknown and the hypoaesthesia had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, heavy menstrual bleeding, hypoaesthesia, intermenstrual bleeding, nausea, pelvic pain, tremor, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), nausea, vision probs. Essure insertion date provided in pif: on (B)(6) 2014 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014: total bilateral occlusion. Imaging procedure: on (B)(6) 2014: results of confirm. Test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.